Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.0 hardware: iphone15.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The patient underwent an x-ray, blood tests, and evaluation for diabetic ketoacidosis. The patient was diagnosed with hyperglycemia. The healthcare professional (hcp) recommended the patient to remove the pod. The hcp did not provide specific treatments for the patient's hyperglycemia. When the pod was removed from the infusion site (hip/buttocks), the cannula was found bent. The patient was discharged on the same day.